Event description:
It was reported that during stryker r&d simulated use testing in a silicone model, the subject guidewire was shaped by user; tight j followed by gentle c further proximal to provide double shape. During use the subject guidewire fractured distal, on hypotube in the model.

Event description:
It was reported that during stryker r&d simulated use testing in a silicone model, the subject guidewire was shaped by user; tight j followed by gentle c further proximal to provide double shape. During use the subject guidewire fractured distal, on hypotube in the model.

Manufacturer narrative:
H3 summary attached updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date added. D4 expiration date added. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection: the guidewire nitinol tubing was noted to be fractured at 8.5cm from the distal tip. Functional test: a functional test was not required as the reported defect was visually confirmed and the device had been fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The guidewire was returned and it was confirmed that the distal end of the wire had been broken/fractured. This device was used in a simulated use model. "During stryker r&d simulated use testing in a silicone model with a physician, the subject guidewire fractured in the model". Based on the device analysis and a review of the available information, including a review of the case recordings, it can be concluded that the wire was subject to multiple manipulations and difficulties in an attempt to advance to the target site, which caused the guidewire to fracture during use. An assignable cause of procedural factors will be assigned to the reported and analyzed guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.